Event description:
A review of programming history found that a faulted system diagnostic test was performed on (B)(6) 2003 which changed the patient's settings. Upon initial interrogation on the following visit of april 6, 2003, it was found that the patient's output current was set to 0ma. The patient's settings were corrected on this visit.

Manufacturer narrative:
Software version number was inadvertantly not included on initial MDR.

Manufacturer narrative:
Analysis of programming history.